Manufacturer narrative:
The investigation determined that discordant negative vitros anti- sars-cov-2 total results were obtained from two different patients processed using two different vitros cov2tot reagent lots on a vitros 5600 integrated system. For vitros cov2tot reagent lot 028, a definitive assignable cause for the discordant non-reactive results could not be determined. The customer provided no historical quality control results, therefore, a vitros cov2tot reagent performance issue or a vitros 5600 system issue cannot be ruled out as contributing to the event. In addition, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. For vitros cov2tot reagent lot 0106, the definitive assignable cause for the discordant non-reactive result was non-specific antibody interference. Non-specific antibody interference is a known limitation of the vitros cov2tot assay and is listed in the vitros cov2tot instructions for use as such. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lots 0028 and 0106. Email address for contact office (B)(4).

Event description:
The discordant negative vitros anti- sars-cov-2 total results were obtained from two different patients processed using two different vitros cov2tot reagent lots on a vitros 5600 integrated system. Vitros cov2tot reagent lot 028. Patient 1 result of 0.77 s/c (non-reactive) versus the expected result of reactive. Vitros cov2tot reagent lot 0106. Patient 2 result of 0.27 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros cov2tot results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection but were generated during validation or method comparison testing. Patient management was not influenced based on the vitros results and there was no allegation of patient harm as a result of these events. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved (two different lot numbers are affected). This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).